Event description:
The customer reported non-reproducible dil-human chorionic gonadotrophin (dil-hcg) results, for one patient, involving the unicel dxi 800 access immunoassay system. The patient¿s sample was retested on an alternate unicel dxi 800 instrument with similar non-reproducible results. The non-reproducible results were released out of the laboratory. The customer is not aware of any patient impact due to the non-reproducible results. There has been no report of patient consequence or change in patient treatment associated with this event. The customer stated the samples appeared to be of good quality. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) removed the precision pump assembly and discovered the precision pump belt was worn and the sensor flag was not completely straight within the pump. The precision pump belt and associated sensor flag were replaced and the pressure sensors were calibrated. System verification testing (pump diagnostics, pipettor matching, low volume matching, system check, and qc) was within assay and instrument specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. The precision pump belt was worn and the sensor flag was not completely straight within the pump. Beckman coulter continues to track and trend any incident related to this issue.